Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-02347 addresses the other device. It was reported to boston scientific corporation that two resolution hemostasis clipping devices were used on (B)(6) 2012 during a bleeding sigmoid anastomosis procedure in the colon. According to the complainant, during the procedure the clips would not deploy and release from the delivery system. The procedure was completed using another resolution hemostasis clipping device. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
The reported event of clip failed to separate from catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-02347 addresses the other device. It was reported to boston scientific corporation that two resolution hemostasis clipping devices were used on (B)(6), 2012 during a bleeding sigmoid anastomosis procedure in the colon. According to the complainant, during the procedure the clips would not deploy and release from the delivery system. The procedure was completed using another resolution hemostasis clipping device. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
A visual examination of the returned device found that the device was half deployed and the clip assembly was not returned. The yoke, which was still attached to the control wire, was then actuated and deployed. Additionally, the over sheath was torn near the distal end. The complaint of clip failure to release from catheter was not able to be confirmed since the device was half deployed and the clip assembly not returned. Therefore, a definitive root cause could not be determined. A review of the design history record (DHR) was performed; no anomalies were noted.